Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line (cpl) alarm and was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Per the patient, there was air in the patient line. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) regarding a check patient line alarm, which appeared on the home choice (hc) during the initial drain. The home patient (hp) spotted large gaps of air in the line while they were connected. The technical services representative (tsr) assisted the hp to end therapy and advised to use new disposables. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report.